Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in germany, a 64 year old female patient with nyha class iii symptoms underwent transfemoral tavi and received a 23mm sapien 3 ultra resilia valve in the aortic position via a transfemoral approach. During the procedure, the patient presented a local dissection in the area of the right common femoral artery at the vascular access site, which was noted on the final angiogram. The event was considered related to the procedure but not related to the edwards valve. It was treated with percutaneous transluminal angioplasty (pta) using a 6mm armada balloon and was resolved.